Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use.

Manufacturer narrative:
The device was returned to the manufacturer with evidence of physical damage to the rear case which resulted in damage to the device¿s flow sensor assembly. The device¿s flow sensor assembly was replaced to address the issue.